Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.

Event description:
Boston scientific received information that this chronic atrial lead was capped and surgically abandoned during a device change out due to high pace thresholds and having dislodged. An acute atrial lead was implanted with no adverse patient effects.